Event description:
It was reported that during equipment testing by the customer at the user facility, the device, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The service technician functionally tested the device and was unable to duplicate the event using shop console and handpiece. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing by the customer at the user facility, the device, got hot. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.